Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that there was an issue regarding calibrating p.ven p. Int and p.art pressures. The failure occurred during priming. The hls set was discarded by the customer and is not available for investigation. The hls set information was not available. The customer confirmed that the hls set was not used. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could no be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed that the most probable root cause of the pressure calibration issue reported by the customer was due to the pressure sensors of the hls set used. The affected hls set is not available for investigation, as the product was discarded by the customer. The customer confirmed that the hls set was not used on another machine, therefore the hls set fault could not be excluded. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.:- defective / disturbed (emi) pressure sensor, - response time is too long, - defective pressure sensor, - positive or negative pressure beyond specification (release of tubes). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-11-26 for the period of 2011-03-21 to 2024-09-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-03-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressures cannot be calibrated" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was an issue regarding calibrating p.ven p. Int and p.art pressures. The failure occurred during priming. No patient involvement was reported. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.